Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The device was not returned. Part not returned.

Event description:
A medtronic representative reported that while outside of a cranial axiem procedure, the navigation system became unresponsive. This occurred multiple times when loading a patient exam. The system became unresponsive if the axiem box is plugged in or not plugged into the navigation system when the cranial application is launched. The system was rebooted three times and after the third time the system was fully functional. There was no delay in procedure as there was no patient present when this issue was identified. It was confirmed that the system functioned without issue by using a different emitter.

Manufacturer narrative:
Correction: FDA codes now corrected to match describe event or problem and additional MFR narrative in initial MDR. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The site used another emitter which would not cause any issues in the software. The emitter in question has not been returned for evaluation. A medtronic representative went to the site to test the equipment. The site has not had any further issues with the emitter since it was replaced with a new emitter. Navigation system fully functional.